Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a procedure using the lutonix 035 drug coated balloon (dcb) pta catheter. During the procedure, the catheter was unable to lower the into the introducer. It was further reported that a second balloon was tested, and the problem occurred again. Reportedly, there was a difficulty in removing the balloon through the sheath. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035 drug coated balloon catheter was returned for evaluation. Upon visual inspection, it was noted there was liquid dots within the balloon. No anomalies noted to the luers or y-body. During functional testing, the device guidewire lumen was flushed. The patency of the guidewire lumen was tested using an in-house guidewire, and it was able to be inserted without issues. An in-house sheath was flushed. Using an in-house presto inflation device, the balloon was subjected to negative pressure however it was noted the balloon could not undergo negative pressure as some air remained within the balloon. An attempt was made to be insert the balloon through the sheath, however, was met with high resistance near the proximal end of the balloon. The resistance was due to the balloon not being able to undergo negative pressure as air was seen on the proximal end of the balloon. The catheter was inspected under the microscope, and incidental damages were noted on the catheter that prevented the water from flowing through. The balloon catheter could not be evaluated further for difficult to insert into the sheath since the use of the touhy borst adapter requires the distal tip to be clamped with hemostats. No other functional testing performed. Therefore, the investigation is inconclusive for the reported sheath advancement issue and sheath removal issues as testing could not be completely carried out due to incidental damages of the device. A definitive root cause for the reported sheath insertion and removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a procedure using the lutonix 035 drug coated balloon (dcb) pta catheter. During the procedure, the catheter was unable to lower the into the introducer. It was further reported that a second balloon was tested, and the problem occurred again. Reportedly, there was a difficulty in removing the balloon through the sheath. There was no reported patient injury.